Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The emergency light was lit due to the heatsink being assembled incorrectly. Additionally, the repair center found minor cosmetic damage to the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the emergency light was lit due to the lamp and the heat sinks being assembled incorrectly according to the instruction manual. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the light box on her olympus evis exera iii xenon light source was flashing. According to the initial reporter, the picture comes back, but the light is still out ¿ causing the unit to switch over to the spare lamp. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.